Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient was in atrial fibrillation (af) with rapid ventricular response when the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. The device remains in use and no additional patient complications have been reported as a result of this event. The patient is part of the sls clinical study.